Event description:
Customer reported that a pt underwent a ventral hernia repair with mesh implant. The pt presented with nausea, vomiting, and pain four days after the initial surgery. The pt was returned to surgery for device explant, at which time, the surgeon observed a fibropurulent peel with a brown gelatinous discharge underneath the mesh, and encasing the small bowel.

Manufacturer narrative:
Conclusion code: it is the opinion of our medical director that the fibrinopurulent peel described in this case is typical of that seen with peritonitis from any cause. Contamination may have occurred at the time of surgery. Fungal cultures suggest a skin source for the contamination. No further conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.